Manufacturer narrative:
Analysis was able to confirm the customer comment that the external pulse generator (epg) had a control knob missing. It was additionally noted that the upper case was broken around the menu encoder and the battery drawer was sticking on the lower case. Both wires on the liquid crystal display (lcd) were pinched (not compromised) and there was a backlight issue due to a connector on the main printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a knob broken off. The epg has been returned for service. There was no patient involvement reported with this event. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.